Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account. The fsr found that the fitting above the normally open pinch valve v331 was interfering with a solenoid valve. The fsr repositioned the fitting. The fsr performed several verification processes, ran 30 backgrounds and quality control, which passed. The instrument was performing within specifications. The cell-dyn sapphire system operator's manual was reviewed and was found to adequately address the issue. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Event description:
The account stated that the cell dyn sapphire analyzer generated erratic impedance platelet results of >>>>, 980,000/ul and 400,000/ul for one patient. The results were not reported. There was no report of impact to patient management.